Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the red led was illuminated and the charging bay was defective. It was further determined that the device had defective loading bay and an error ws on display. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the universal battery charger device had an unspecified defect. During in-house engineering evaluation it was found that the red led was illuminated and the charging bay was defective. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a scheduled surgical procedure as an unspecified spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.